Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient¿s previous device was in their hip and cut through their skin. It was noted that this occurred 6 months after being implanted. It was further noted that it started off swollen and then the patient noticed blood on their shorts and pants and saw that the edge of the implantable neurostimulator (ins) was cutting through their skin. The patient was reportedly going to have it moved to their stomach but they had a hernia. Additional information has been requested but was not available as of the date of this report.